Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen display is "striped with white and black discoloration". Reportedly, customer has noticed this issue since receiving the pump, and has noticeably increased. Customer's blood glucose level was not impacted. It was indicated that the customer has back up injections for continued insulin therapy.